Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that her sensor stopped working and displayed an unknown message on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 patient did not report any injury or medical intervention. No additional event or patient information is available.